Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2015 the minimum right ventricular pacing impedance measured 216 ohms. The average right ventricular pacing impedance ranged between 231-275 ohms. Since (B)(6) 2015 short circuit pace count is 16777215 and non-physiological sense count is 445 with 4488 successful paces. Concomitant products: 4524-45 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient had a syncopal episode. Noise was noted on the right ventricular channel. The lead had switched to unipolar some time ago. At a device check, the right ventricular lead sense polarity was reprogrammed back to bipolar. The pacing polarity remained unipolar which caused loss of capture. The lead was reprogrammed back to unipolar sensing. The lead also had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.